Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was receiving shocking sensations intermittently at the ipg pocket site. It was reported the pt had a few falls prior to the issue starting. The pt reported she was still using the scs system and it was providing relief from her pain pattern. Interrogation of the system found the impedances were within normal limits. It was reported imaging of the ipg header would be the next course of action.